Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep ordered new fluoro functions board and installed a new high voltage cable assembly. The system operates as intended.

Event description:
It was reported that the collimator iris on the 9800 system will not close. No patient injury was reported.